Event description:
Additional information received indicated that the patient had not cycled original pump for approximately 10 weeks; scar tissue formed around and made it difficult to activate the release valve. There was no issue with the pump.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of capsular formation, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, replaced touch pump with another non touch pump.